Manufacturer narrative:
(B)(4).

Event description:
It was reported that multiple pacemaker mediated tachycardia episodes were observed. The non-dependent patient experienced pre-syncopal symptoms. Programming changes were made. The patient was stable after the event.